Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the result of 595 mg/dl and decided to take insulin (amount unknown) which led to very low blood glucose levels (values unknown). The patient experienced symptoms like hunger, shaking and problems with vision. The patient called the paramedics who took him to the hospital where they obtained a result of 79 mg/dl and the patient received several bags of saline solution as treatment. The patient was not admitted, but stayed for observation.